Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There was no ramping anomaly noted. The unit passed displacement, operating currents, self, and off no power tests. There was no blank display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 56 mg/dl at the time of incident. The insulin pump will be returned for analysis.